Event description:
Information was received indicating that after 4-5 minutes of using the cadd solis vip pump, it displayed an error for a downstream blockage. A different pump was used to continue the infusion. There was no injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported customer's problem was able to be confirmed in that the pump would go into an error downstream blockage/cassette alarm when a cassette was attached. It was noted that the pump's downstream occlusion sensor containing the detection switch needed to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.